Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during weaning of the impella and working toward recovery, the night nurse was bathing the patient and received an impella in aorta alarm. Reportedly the patient then had flash pulmonary edema requiring intubation, an echocardiogram confirmed the impella was in the aorta. The physician was unable to cross the aortic valve resulting in the patient being taken to catheterization laboratory for replacement of the impella cp. There was no patient harm was reported, this impella was removed and a new impella placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue has been completed. A review of clinical information determined the root cause of the positioning issue was patient movement due to improper use technique. This report is being filed as part of a retrospective review of historical records.